Event description:
During bilateral breast reduction case the plasmablade lost coagulation functionality. Generator was swapped out and devices from same lot used without further incident. It was noted that hospital was utilizing the same power cord for use with multiple medical devices and not the power cord exclusive to the pulsar generator.

Manufacturer narrative:
Product event# (B)(4). Evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. To ensure that the cut and coag energy delivery was not weak step 5.6 and 5.12 of the final test (tp-0050) were performed and the power measurements were within tolerance. To establish that the unit delivered energy correctly in cut and coag modes the active burn-in portion of test procedure tp-0048 was performed and the unit passed with no issues. Error log: 4 e3 (patient return electrode has poor connection), 5 e5 (monopolar handpiece has reached end of life) and both are considered normal use errors. Root cause: unit delivered rf energy correctly into fixed resistors in both cut and coag modes in the device department. Unit does not exhibit low power output. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During bilateral breast reduction case plasmablade device lost coagulation functionality.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(6).